Event description:
My sister and I live in the same household, got tested for covid-19. We live in (B)(6). Our test was done using taqpath covid-19 combo kit. My sister never leaves the house but I do since I'm running a business. Her results came out positive while mine came out negative. Why could this be? FDA safety report ID # (B)(4).